Manufacturer narrative:
The bwi product analysis lab received the device for evaluation 15-jun-2026. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) procedure with vizigo sheath and the valve was broken. During the procedure, the physician noticed backflow of blood out of the back end of the catheter. Upon inspection, they noticed the vizigo sheath valve was broken. Could not confirm how the damage occurred. The sheath was replaced and the issue resolved. The procedure continued with no further issues. No patient consequence was reported. Multiple attempts have been made to obtain clarification of this complaint. However, no further information has been made available.